Event description:
It was reported by service report that the touch screen was working intermittently. No pt involvement or adverse consequence are reported.

Manufacturer narrative:
Loose internal ribbon cable connection.